Manufacturer narrative:
Technical services discussed that the device was not included in the shortened replacement window (srw) advisory, but did have the same battery technology as devices that experienced extended charge times at middle of life. End of life (eol) battery status was declared due to charge time. Brady pacing and maximum energy tachy shocks remained available. The device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.9v with a charge time of 8.9 seconds in june. In july, the monitoring voltage was 2.69v with a charge time of 32 seconds. The clinician believed the device depleted too quickly.

Event description:
The device was later explanted and was replaced with another boston scientific ICD.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.